Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist noticed that the tube clamp assembly for the roller pump would not lock open. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.